Event description:
It was reported the pt ((B)(6)) is experiencing difficulty establishing communication with the ipg via the charging system. The pt has allegedly gained weight and the implant depth of the ipg is now more profound. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
This ipg serial number was included in field advisories: 11627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.